Manufacturer narrative:
Based on the information provided, kci cannot determined that the patient's alleged bowel perforation that required surgery is related to the use of activ.a.c.® therapy. There have been multiple attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2017, the following information was reported to kci by the home health nurse: the patient experienced discomfort while on the v.a.c.® therapy unit because the pressure would sometimes go up higher than prescribed. On (B)(6) 2017, the following information was reported to kci by the home health nurse: she saw the patient again after the initial call to kci on (B)(6) 2017. She evaluated the wound and found that there was some bleeding and what appeared to be a "big bugle" in the wound bed. The patient was in a lot of pain at the time of the second visit. The patient was placed on an alternate dressing and referred to the physician for further evaluation. The patient was seen by the physician the following day who determined that the patient's bowel had perforated through the abdominal wall. She cannot rule out that v.a.c.® therapy may have contributed to the bowel perforation. The use of v.a.c. Whitefoam¿ dressing only, as prescribed by the physician for dressing changes, and other factors may have contributed to the event. The patient's bleeding and pain resolved with removal of the v.a.c.® therapy unit and the patient was now in the hospital and scheduled for surgery to repair the bowel perforation. On jan 26 2017, the following information was reported to kci by the physician's assistant, who after completing a reviewed the patient's medical records, stated: the patient was seen by the physician on (B)(6) 2017 and was scheduled for surgery, which took place on (B)(6) 2017. No additional information has been received.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bowel perforation that required surgery is related to v.a.c.® therapy.

Event description:
On dec 22 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On dec 23 2016, the device was placed with the patient. On feb 7 2017, the device was testedper quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.